Event description:
Customer reportedly received results of lo (less then 10 mg/dl) and 124 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. Upon further inspection, it was noted that the cartridge deck was damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) are included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a zenkers procedure, the device was fired, but there was an incomplete staple line. Another device was used to complete the procedure. There was no delay to the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.